Event description:
The patient noted a power on reset (por) condition. She indicated that she recharged faithfully and she was not aware of any recent emi source. The patient cleared the por message using her patient programmer with instructions received over the phone. The patient had no issues since. She was recharging and getting normal stimulation.